Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's father reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 214 mg/dl. Customer's father was trying to bolus when the issues occurred. Customer's father was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer's father declined troubleshooting for the no delivery alarm. Customer's father was advised that the pump will need to be replaced. Customer's father was also advised to discontinue use of the pump and revert to a back-up plan.